Manufacturer narrative:
Investigation including root cause analysis is in progress.

Event description:
Received a copy of a legal petition identifying an event which occurred in 2003. The event description reads: during a case the nursing staff accidentally hit the light fiber near the attachment on the unit. Per the documentation received it was determined there was an iatrogenic retinal hole in the posterior segment of the macular resulting in blindness of the right eye. No additional follow up has been provided.